Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
The customer reported that the monitor did not provide an alarm when the invasive blood pressure low limit was breached. The m540 was replaced to resolve the issue during this event. No adverse patient impact was reported.

Manufacturer narrative:
A complaint was received regarding no arterial pressure alarm. The reported issue could be confirmed from the log files. It was found that the alarms were suppressed after the ibp pressure was zeroed and they did not re-arm after 30 seconds when they should have. It was found that the root cause of the issue is a race condition that can occur if the m540 is put into standby, and the hemo pod is then immediately connected. If the ibp pressure is zeroed after this workflow, the 30 second timer never decrements, causing the alarms to never get unsuppressed resulting in the issue. A CAPA has been opened to address this issue. A field action has been released for this issue.

Event description:
The customer reported that the monitor did not provide an alarm when the invasive blood pressure low limit was breached. The m540 was replaced to resolve the issue during this event. No adverse patient impact was reported.